Event description:
It was reported that the patient never received stimulation coverage for low back pain since the implant of spinal cord stimulator (scs) device. The physician decided to place an additional lead to cover low back pain and upgraded the implantable pulse generator (ipg) to a magnetic resonance imaging (MRI) compatible device. The patient was doing well post operatively and the explanted ipg was discarded by the medical facility.